Manufacturer narrative:
Reliability analysis inspected one opened/used sensor. Performed visual inspection and checked the introducer needle for burrs/hooks and dull needle tip defects and none were found. The introducer needle passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that when she inserted the sensor she did not see a needle, so she had to remove the sensor. The customer's blood glucose level was unknown. The customer's sensor was replaced and will be returned for analysis.